Manufacturer narrative:
A ge service rep performed an on site investigation. The mother board and power supply were replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 sys locked up during a case. The 2600 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.